Event description:
Two coils were deployed in a wide neck aneurysm located in the anterior communicating artery. A third coil was being placed in the aneurysm, but stretched during repositioning. Physician experienced resistance attempting to remove the coil probably due to the stretched coil becoming entangled with one of the previously deployed coils. Upon withdrawal of the stretched coil, two loops of one of the previously deployed coils (unk if first or second coil) protruded from the aneurysm into the a1 segment and left internal carotid artery (ica). The pt was placed under extra medication to prevent a thromboembolic event (300mg acetylsalicylic acid for 3 months and double fraxiparine for 48 hrs). The pt woke up without any neurological deficit and is doing "fine".